Manufacturer narrative:
The field service representative (fsr) replaced the level sensor module and both the level sensors. The unit operated to the manufacturer's specifications. The red level sensor part number: 195274, serial number: (B)(4), UDI: (B)(4). The yellow level sensor part number: 195215, serial number: (B)(4), UDI: (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor was alarming with no message displayed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) described as alarms with no visual message. This is commonly the result of the level sensor instantaneously de-coupling and recoupling, causing an audible alarm with no message.

Manufacturer narrative:
Updated blocks: b5 and d9

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2022 the log showed many "level alert/alarm uncoupled/coupled" events. Sometimes the uncoupled/coupled events occur so fast that only an alert tone occurs, with no other indication like a 'level not attached' alert message. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) connected the level sensor module and both level sensors to lab use only (luo) testing equipment. The pst observed that provided the level sensors were securely attached to the level fixture, all components functioned as intended. It was determined that the level sensor module and both level sensors met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.